Event description:
Allergan's legal department received a letter reporting a pt had bilateral breast augmentation with mcghan saline implants and was diagnosed with anaplastic large cell lymphoma. There is limited info available for this case after the initial investigation and there is an unlikely chance that this info will be obtained. However, if there is add'l info, such as device info, implanting/explanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling reviewed: there were no reported event of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.